Event description:
Philips received a complaint on the efficia cm10 from indicating that the heart rate on the monitor was 78 bpm at the time of event, while manual measurement showed a heart rate of 140 bpm, but there was no alarm. The patient experienced chills, profuse sweating, and confusion, so the on-duty doctor immediately checked on the patient and determined the issue was due to a heart rate problem. Following medical instructions, one tablet of metoprolol tartrate was administered via nasogastric tube to stabilize the heart rate. The patient's symptom was eased within five minutes after administration. The device was in clinical use at the time of event. There was no patient/user harm reported.

Manufacturer narrative:
E1: (B)(6). The philips asp (authorized service provider) engineer contacted the hospital and confirmed that the alarming system of the device was working well. The asp also contacted the hospital and confirmed the upper alarm limit of the heart rate was set as 120 bpm, but the hospital did not provide the lower alarm limit set for the heart rate. As the measured heart rate was inaccurately low as 78 bpm at the time of event, it was unknow whether the measured heart rate was still within the range of the alarm limits and as a result, it was unknown whether the low-heart rate alarm would be triggered at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed.